Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had unclear image. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h6, h11. Corrected fields: d4 - expiration date null (na). The device was returned to the regional repair center for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the r-unit is broken, the outer tube is deformed, the outer tube is damaged, parts are not able to dis-/reassemble, the lg-bundle of the video cable section is broken, inadequate resolution, the dielectric strength is inadequate, and the light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: regarding the customer¿s allegation, the picture was unclear because the r-unit was broken. Regarding the new findings, the parts could not be disassembled or reassembled, and the dielectric strength was inadequate due to the deformation and damage of the outer tube. Finally, light transmission was lost or too low because the lg-bundle of the video cable section was broken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.